Manufacturer narrative:
The reported malfunction was observed and attributed to the system board to control board flex cable that was not properly seated. The cable was reseated to correct the reported problem.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.